Manufacturer narrative:
(B)(4). Evaluation summary: the flogard infusion pump was serviced on-site. A visual inspection, alarm log review, and power on self-test were performed. During the alarm log review and power on self-test an f-38 alarm was identified. This alarm is caused by damaged force sensing resistor¿s (fsr¿s). The fsr¿s were replaced to fix the reported condition. The pump passed all testing and was returned to the customer in working order. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported receiving an f38 alarm code (malfunction in tube misloading detection circuitry) on the flogard infusion pump channel 2. It is unknown what process step this alarm occurred during. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.